Event description:
The siderail pc board chip lockout feature is occurring when it should not. Hill-rom has stated that the lockouts are related to a technical problem in the printed circuit board and have traced it to an intermittent connection between a chip and socket on the pc board. Hill-rom has also stated that they will come out to replace the pc board since july 30, 2012, but have to date not come out for the repair. We have made contact many times, but they have still refused to come out for repair.